Event description:
The external pulse generator was returned for general check and calibration. It was returned to the manufacturer and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower cases, one side bail cover and battery drawer were broken. The display was bleeding. The ring cover was contaminated and the ring was bent.